Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the american journal of sports medicine titled ¿hip arthroscopy in the high-level athlete: does capsular closure make a difference?¿. The study reviewed one hundred eleven (111) patients who underwent hip arthroscopy in high-level athletes with or without capsular closure arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, three (3) patients required revision. Ref: hassebrock et al. Hip arthroscopy in the high-level athlete: does capsular closure make a difference?am j sports med. 2020 aug;48(10):2465-2470. Doi: 10.1177/0363546520936255. Epub 2020 jul 15.